Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 31 mg/dl which was treated with food and glucose tablets. Customer stated event occurred during sleeping. Customer had not experienced any symptoms due to low blood glucose. Troubleshooting was done for low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose. Customer stated auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.